Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that thermal damage was found on an aquabplus 1500. The biomed said the reverse osmosis (ro) machine would not power on in the morning. Some patients had their treatments delayed because of this, but there were no adverse events and all patients eventually completed their treatments. When the machine was powered on, the alarm code ¿f-04-50-04¿ was displaying which indicated there was a p1 pump failure. After this message was displayed, the machine would shut off. It was confirmed that the thermal overload switch was not tripping. The biomed also confirmed that there were no local power grid issues around the time of the event. While troubleshooting, the biomed found that the stage 1 motor protection switch (mps) was damaged. The mps exhibited visible charring. There was also charring on the spade connector. When the biomed went to take the spade connector off the switch, the plastic cracked apart and fell off. The biomed also found a blown fuse in the breaker box, external to the machine. The biomed ran the machine in emergency mode 2 until the mps was able to be replaced at a later date. Upon follow-up, the biomed stated the ro was still running with the slightly charred cables connected to the new mps. Photos and ftp files were said to be available for review, but they have not yet been provided. The sample is not being returned for manufacturer evaluation.

Event description:
A photo of the charred motor protection switch (mps) was provided for review. No photos of the tripped main were available, and the blown fuse was discarded. The fuses were all confirmed to be the correct size and were replaced during the previous bi-annual preventive maintenance (pm) in december 2021. The mps was replaced, but the wiring was still reported to be working. The ftp files were provided for review.

Manufacturer narrative:
B5 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported event was confirmed by means of the complaint intake information, the machine files, and the provided picture. During troubleshooting, thermal damage was found on the l1 cable lug attached to the motor protection switch (mps). Two failure scenarios were considered within the complaint investigation: 1) a tripped mains fuse due to main line fluctuations, which was initially responsible for the failure sequence. As a result, the mains fuse was missing and pump p1 was only running on two phases. Due to the asymmetrical and increased load on the left two mains phases, the mps and thermal overload tripped. Error code f-04-50-04 was generated on the next t1-test, and the pump could not start its operation. 2) thermal discoloration on the l1 cable lug due to bad contacting. The second failure scenario is covered by an internal CAPA project. Corrective actions were defined and the design of the crimped cable lug was changed. However, this device was built before implementation of the new design. The reported error code f-04-50-04 was confirmed during review of the machine files. A review for similar complaints was not required in this case. In addition, an investigation of the replaced mps was not required. The provided information was sufficient to assign the reported event to a failure pattern. The reported event was caused by inappropriate environmental conditions.